Event description:
It was reported that the iab was inserted during an emergency situation in the cath lab. During insertion, the balloon wrap loosened, and a difficult placement resulted. Following insertion, the pump began experiencing high pressure alarms. The iab was removed and replaced without any patient complications.